Manufacturer narrative:
H6-device code 1494: off-label use (under 21 years of age at date of implant). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens of diopter -7.0 into the patient's left eye (os) on (B)(6) 2022. The lens was exchanged on (B)(6) 2023 for a shorter length lens due to excessive vault. This resolved the problem. Cause reported as unknown.